Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level in the 300's (mg/dl). Reportedly, the customer has not had any issues with infusion sites or received any alerts or alarms that indicated any problems with the pump performance. To address the bg level, the customer delivered a correction bolus and used manual injections. At the time of the call, the customer's bg level was 80 mg/dl. The customer confirmed consulting with health care provider who made adjustments to the pump settings. Recommendation was made to call tandem technical support back should further assistance be needed.